Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer on 06/05/2015 for evaluation. Investigation results as follows: visual inspection of the returned platform was performed and it was observed that short black cover was split. Functional evaluation of the returned platform was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed. Further inspection identified that both load cells were not functioning properly. It was found that cable to the j3 (load cell amp to processor) on the processor board was not seated correctly. This was corrected and made secure to ensure that the load cells are now reading changes. The platform passed all final functional testing without any other user advisories or warnings being exhibited. A review of the platform's archive was performed and it was found that no user advisories occurred on the reported event date of (B)(6) 2015, however multiple user advisories were observed on other dates. Based on the investigation the part identified for replacement was the short black cover. In summary, the reported complaint of the platform exhibiting a ua 7 message was confirmed through both review of the platform's archive data and upon functional testing. The root cause was determined to that the cable to the j3 (load cell amp to processor) on the processor board was not seated correctly. After, this was secured, the platform underwent and passed all final functional testing.

Event description:
It was reported that during a shift check, the autopulse platform permanently displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.